Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebu2319 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility reported that a clinical specialist was training a new PICC placer and when she pulled back the wire to trim, the catheter wire was resistant (the wire had been flushed). After she trimmed the catheter, they checked the tip of the stylet wire and the tip of the wire and part of the magnet tip were missing. They checked the trimmed piece of the catheter and could see the tip in one of the lumens of the PICC. The clinical specialist tried to shake it out but, was unable to. It was stated the clinician inadvertently cut the stylet. A new catheter was opened and used. Retraining provided. The PICC was not used on the patient.

Manufacturer narrative:
A lot history review (lhr) of rebu2319 showed no other similar product complaint(s) from this lot number. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cut stylet is confirmed and was determined to be use related. One 3cg tls stylet and one approximately 12.7 cm long catheter segment were returned for evaluation. An initial visual observation showed the distal tip of the stylet as well as several magnets were observed to be missing from the stylet. The distal tip of the stylet was found within the returned catheter segment; however no loose magnets were to be found. A microscopic observation revealed the fracture surface of the core wire appeared to be mostly granular in texture and lustrous on one edge. The polymide tubing was observed to be tapered and plastically deformed at the fracture site and the edges appeared to be mostly even and rounded. The luster observed on the core wire as well as the shape of the polymide tubing near the fracture site are evidence of sharp instrument damage. The product IFU cautions: ¿the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire.¿

Event description:
It was reported by the sales rep that the facility reported that a clinical specialist was training a new PICC placer and when she pulled back the wire to trim, the catheter wire was resistant (the wire had been flushed). After she trimmed the catheter, they checked the tip of the stylet wire and the tip of the wire and part of the magnet tip were missing. They checked the trimmed piece of the catheter and could see the tip in one of the lumens of the PICC. The clinical specialist tried to shake it out but, was unable to. It was stated the clinician inadvertently cut the stylet. A new catheter was opened and used. Retraining provided. The PICC was not used on the patient.